Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs implant system. During the stem impaction, the surgeon noticed a small fracture in the calcar that required one cable. The surgical outcome was successful.

Manufacturer narrative:
As part of normal complaint follow up, an eval of the event was completed at mako surgical. A supplemental report will be filed when additional info is obtained.